Event description:
Information was received from a healthcare professional (hcp) regarding a patient in a clinical study (sdy) who was implanted with a neurostimulator. It was reported that the patient had pocket site pain. There were no actions taken at this time. It was noted that the pocket site appeared normal, but it was uncomfortable when palpating. This issue was stated to be ongoing. No device issues or further complications were reported or anticipated. Additional information was received from a healthcare professional (hcp) via a manufacturer representative. It was reported that the event was ongoing as of (B)(6) 2018 and no actions had been taken to resolve the pocket pain. No further complications were reported/anticipated. Additional information was received from a healthcare professional (hcp) in a clinical study (sdy). It was reported that the issue was resolved without sequelae as of (B)(6) 2019. Additional information was received from a healthcare professional (hcp) in a clinical study (sdy). It was reported that the entire system was explanted/not replaced. The issue was resolved without sequelae (B)(6) 2021.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.